Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line while the home patient (hp) was connected to the homechoice. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.